Manufacturer narrative:
Two unused sets were returned for evaluation on 4/16/2025. The reported complaint of breakage was confirmed. During visual inspection, one transpac was received broken from its luer. No anomalies were observed on the other transpac. The probable cause of all the transpac's breakage had occurred due to bending forces applied during use. Corrective and preventative actions are in process; the design is expected to be able to resist a force applied perpendicular from the transducer when mounted on a heavy object. Uncontrollable environmental factors may have caused weakness in the part. Therefore, the design is being strengthened. Lot history review was conducted, and no nonconformities were found that would lead to the reported complaint.

Event description:
The complaint/event involved a transpac® IV bifurcated monitoring kit w/03 ml squeeze flush devices and pt tubing. The customer reported regular breakdowns and lactated ringer (that is not an ICU medical product/infusate) was reportedly leaking during patient use and also generated inconsistent pressure readings. The customer stated that they did not require immediate replacement to be able to continue operations. They opened a new device to address the issue. There was no adverse event as a result of this complaint/issue, however, there was an unspecified delay in therapy.

Manufacturer narrative:
The reported complaint of breaks was confirmed. No product samples, videos were returned for investigation. However an image was provided by the customer showing a broken transducer. Without the return of the reported sample, a probable cause could not be identified. The device history record was reviewed and no nonconformities were found that would led to the reported complaint.